Event description:
Pt was presented to the interventional lab for an angioplasty/stenting procedure of the common iliac artery. The vessel had a 85% stenosis and was described as moderately calcified and tortuous. The product appeared perfect during pre-use inspection. The stent delivery system (sds) was passed over a radifocus guidewire to the lesion. When the physician applied pressure to the balloon with an indeflator, the balloon ruptured at 5 atms. There is no info how the procedure was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Tjhe product will be returned for eval and testing.